Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced ongoing blood glucose levels of 400 mg/dl and moderate ketones. Customer alleged the pump was not delivering insulin as intended. Reportedly, when customer delivered a 5 unit bolus insulin was not observed to be exiting the tubing until approximately 4 units of insulin was delivered. Customer addressed bg level with manual injections and boluses. Reportedly, the customer continued to use the pump and manual injections for insulin therapy.